Event description:
The customer reported a positive reaction of a donor sample with seraclone anti-a. The very same donor sample had yielded a negative reaction when tested with competitor's anti-a reagents. The sample that had caused false positive test results was sent to us for quality control, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of seraclone anti-a and could confirm the customer's positive test result. The sample was sent for molecular typing of the abo bloodgroup to an external laboratory. The result is bloodgroup b with the existence of b(a) phenomen. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a positive reaction of a donor sample with seraclone anti-a. The very same donor sample had yielded a negative reaction when tested with competitor's anti-a reagents. The sample that had caused the false positive test result was sent to us for quality control, but none of the supposedly defective product was returned. Testing is still ongoing. We will send in our final report as soon as we will get the test results.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.